Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 78 mg/dl. The customer was treated with gummies. Customer was in the emergency room as a result of low blood glucose. Customer was admitted in the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was 60 mg/dl. Customer cause of hospitalization was low blood glucose. Customer was treated with IV drip. Customer was wearing the pump at time of hospitalization but they remove it for 4 hours. Customer was advised to monitor pump and blood glucose.